Event description:
Pt was revised to address loosening of the femur, tibia and patella. Poly wear and osteolysis was noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional be received, the investigation will be re-opened.